Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx30mm vascular reconstruction was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the delivery wire was stuck inside the associated microcatheter. No appearance of damage was observed. The enterprise was attempted to be retrieved from the microcatheter; however, high resistance was met. The system was inspected under x-ray imaging, and no damages were identified; however, the microcatheter was found occluded with dried blood, increasing the resistance between enterprise system and microcatheter. A device history record (DHR) was performed, and no internal actions were identified. The issue reported regarding the stent being impeded in the microcatheter could not be evaluated through functional testing; however the complaint can be confirmed based on the high resistance met while attempting to advance and retract the enterprise system through the microcatheter. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx30mm vascular reconstruction (product code encr403012, lot number: 9664730) was impeded at the proximal end of prowler select plus microcatheter 150/5cm (product code 606s255x, lot number 31606053), preventing further advancement. The physician removed both the stent and the microcatheter (mc), attempted to deliver the original stent with a second microcatheter, but encountered the same impediment. The original stent was then retracted, and a second stent was used to complete the procedure. The second microcatheter was not replaced, and the surgery was prolonged by approximately 10 minutes. There were no reported patient consequences or adverse effects as a result of the event. The status of the complaint devices indicates that both are available to be returned for analysis. Additional event information received on 05-dec-2025 indicated that there was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 10 minutes procedural prolongation did not result in a patient adverse consequence. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx30mm vascular reconstruction (product code encr403012, lot number: 9664730) was impeded at the proximal end of prowler select plus microcatheter 150/5cm (product code 606s255x, lot number 31606053), preventing further advancement. The physician removed both the stent and the microcatheter (mc), attempted to deliver the original stent with a second microcatheter, but encountered the same impediment. The original stent was then retracted, and a second stent was used to complete the procedure. The second microcatheter was not replaced, and the surgery was prolonged by approximately 10 minutes. There were no reported patient consequences or adverse effects as a result of the event. The status of the complaint devices indicates that both are available to be returned for analysis. Additional event information received on 05-dec-2025 indicated that there was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 10 minutes procedural prolongation did not result in a patient adverse consequence.